Event description:
In 2008, the reporter/son of the patient contacted lifescan on behalf of the lay-user/patient alleging the one touch ultramini is giving inaccurate high readings. On april 29, 2008, this medical affairs specialist contacted the reporter to obtain more information. The reporter indicated that lately, the patient does not have a strong appetite and is often lethargic and unresponsive from time to time. The reporter further indicated that his father's condition/symptoms is due to all the recent "life's changes." The reporter noticed the lfs meter has been giving high readings since sixteen days prior to original date. On two days prior to original date at 5:30am, the reporter stated that the patient has been feeling lethargic and unresponsive due his irregular eating habits. Between 5:30am to 7:30am, the patient obtained a blood glucose reading of "140 mg/dl." The patient did not take any action in regards to diabetes treatment based on the "140 mg/dl" reading. The reporter felt that the patient's symptoms were not correlating with the lfs meter reading and promptly contacted 911. At 7:30am upon arrival, the emergency services tested the patient at "66 mg/dl" on the emt meter. The patient did not compare his meter readings to any emt/hospital meter at the time of concern. The patient was treated with glucose IV and was transported to the hospital. The patient was admitted to the hospital at 8am where he was diagnosed with pneumonia. At the hospital, the patient remained on dialysis and was treated for pneumonia for the next few days. The patient was eventually discharged from the hospital on the day after the original date. The patient's testing frequency and diabetes treatment has not changed prior to or after the hospital incident. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the reporter claimed the patient's treatment for hypoglycemia was delayed as the reporter obtained results that did not correlate with the patient's clinical condition. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.